Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) was used to surgical intervention. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report related to implant loosening. Total for lot number: 2 ((B)(4)).

Manufacturer narrative:
(B)(4). Attorney. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/11/2018. Medical records reviewed for MDR reportability. Right knee revised to address pain and varus collapse of the tibial base plate. Revising surgeon indicated knee presented with varus collapse and a medial tibial plateau fracture present, along with tibial base plate loosening--but did not identify which interface(s) were affected. Femur, tibial base plate, and tibial insert were revised; patella component was retained. Depuy cement was used in primary surgery. Doi: (B)(6) 2016; dor: (B)(6) 2017; (right knee).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report related to implant loosening. Total for lot number: 2 (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.